Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were confirmed. B3: date of event is unknown. Additional information will be provided if available. In addition, the following reportable malfunction was identified during the device evaluation: scope error (e213). Based on the results of the investigation, it is likely the following led to the customer's allegations and newly found malfunction: defective circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope did not communicate with the processor and the endoscopic image may not be displayed correctly. There were no reports of patient harm.